Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that fluid replacement was administered to increase blood flow in the left ventricle. The patients blood pressure was also controlled with medication. No additional adverse patient effects were reported.

Event description:
Medtronic received information that on the same day following the implant of this transcatheter bioprosthetic valve, the patient had hypotension. The patient originally had very severe aortic stenosis (as) due to high valve point calcification, left ventricular hypertrophy (lvh), and a pre-operative pressure gradient of 100mmhg. The patient also had a small left ventricle lumen and narrow left ventricular outflow tract (lvot). A pre-dilation was performed and the valve was implanted. Mild-moderate paravalvular leak (pvl) was present and a post-dilation was performed. When preparing to leave the operating room, the patient's blood pressure suddenly dropped to around 40 mmhg systolic and 20 mmhg diastolic. Volume was added and the patient left the operating room under pressure control and was scheduled for follow-up. No dissections were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012146912); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012146915); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.